Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that device was prepared as per directions for use (dfu) and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject coil detached inside the micro catheter after it was re-positioned several times inside the patient anatomy. The subject coil was removed together with the micro catheter. The physician replaced both devices with new devices and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject coil detached inside the micro catheter after it was re-positioned several times inside the patient anatomy. The subject coil was removed together with the micro catheter. The physician replaced both devices with new devices and continued the procedure without clinical consequences to the patient.